Event description:
Customer took blood glucose test at 6am and result was 126mg/dl. The customer was having low blood glucose symptoms. They didn't eat and started feeling worse. Paramedics were called and at 7am their blood glucose result was 30mg/dl. They were given 25 grams of dextrose, taken to the emergency room. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.